Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had a defective catheter. The following information was provided by the initial reporter: "catheter was disintegration with hub"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/24/2020 h.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 20ga unit which consisted of the adapter only and two photos displaying thick media in the unit and the label from ref. 381834, lot 9337048. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual/microscopic examination, it was observed that the catheter tubing-wedge assembly had backed out from the adapter but was not returned for evaluation. Further inspection was performed by cutting the adapter lengthwise to inspect the internal wall of the adapter. There were no markings present which indicate that the wedge was not properly placed to secure the catheter and confirms the reported defect. Although the root cause was identified to be manufacturing, the exact cause of this defect could not be determined. Therefore, corrective actions, CAPA 1461582, have been initiated to investigate this type of incident and identity the exact root cause. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had a defective catheter. The following information was provided by the initial reporter: "catheter was disintegration with hub".